Manufacturer narrative:
A ¿replace generator¿ warning message was reported. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s scs ipg has reached its end of life as the end of service (eos) message was confirmed on the patient¿s controller. The patient is not receiving therapy and will likely require surgical intervention to resolve the issue.